Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted, however the exact value was not provided. The contact administered an insulin injection, customer was not able to administer injections due to a headache caused by high blood glucose level. It was indicated that the customer had a trace of ketones, however the ketone level was not dangerous/life threatening. During troubleshooting with tandem technical support, the malfunction alarm was cleared.

Manufacturer narrative:
.